Event description:
It was reported that during a left knee replacement surgery, it was discovered that the tip broke off on the saw blade device. According to the report, the surgeon was performing a box resection, when it was observed that the ¿small tip¿ of the saw device appeared to have broken off. The report indicated that extensive irrigation and inspection of the bone surface and surrounding tissues was completed, but the missing ¿tip¿ was not visualized. An intraoperative x-ray was then performed, and the tip was still not visualized. According to the report, the intraoperative film was then reviewed on a higher resolution monitor. A small metal fragment was visualized in the posterior aspect of the knee. It was noted that the ¿tip¿ was believed to be settled within the soft tissue posterior to the bearing surfaces within the notch area. The surgeon indicated that radiographs will be monitored and evaluated for any change in the position of the fragment as the patient continues planned post-operative rehabilitation. A second surgical procedure to remove the fragment was not recommended. The amount of delay to the surgical procedure was not reported. It was unknown if a spare device was available for use. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The manufacture facility was unknown. The date of manufacture was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.